Manufacturer narrative:
(B)(4). Damaged shaft the analysis results for the el5ml device found that it was returned with a clip jammed between the jaws and the advancer. Additionally, the shaft and the advancer were noted to be bent at distal end and the tissue stop out of position. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device misfired and a piece came apart. There were no patient consequences. It was not noted how the case was completed. One device was discarded.